Manufacturer narrative:
Updated blocks: b5, e1, e3 and h6.

Event description:
Additional information received that the issue occurred during cardiopulmonary bypass (cpb) procedure. As mitigation, the perfusionist used local control knob on the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr found a pinched tube in part of the gas system circuit behind the heart lung machine (hlm) base. This information was communicated to the end user, and no further action was required. The fsr completed inspection and release testing successfully. The unit operated to the manufacturer's specification.

Event description:
It was reported that the gas flow on the central control monitor (ccm) and the external flowmeter did not match. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.